Event description:
It was reported that q-syte closed luer access device leaked. 1. Specific operation and use of the situation: (B)(6) 2026, the patient after the end of the infusion, the department nurse to be the patient tube sealing found that the fluid from the side of the septum leakage, can not be used normally, and immediately replace the septum needleless injection cap to be the patient to re-seal the tube. 2. Adverse event situation: unit nurses found fluid leaking out from the side of the septum when sealing the tubing for the patient; 3. Impact on the victim: no harm to the patient; 4. Treatment measures and results: immediately replace the septum needleless injection cap to reseal the tubing for the patient.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.